Event description:
The facility representative reported a flogard infusion pump with a 94 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. It is unknown if there was any patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of " common failure # 94" was confirmed during device evaluation. The cause of the problem was a defective main battery. Service replaced the main battery to fix the problem. Should additional information become available, a follow-up medwatch will be submitted.